Event description:
During a remote follow up, decrease r-wave sensing and oversensing due to crosstalk were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.